Event description:
It was reported that: "patient intubated with ett. Cuff leak noticed. Resulted in replacement of endotracheal tube. No injury or patient consequences."

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based on the investigation of the sample received. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation.". A device history record review could not be performed, as a lot number was not reported. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient intubated with ett. Cuff leak noticed. Resulted in replacement of endotracheal tube. No injury or patient consequences."